Event description:
While setting up the model 3100a to be available as a backup, the user was unable to calibrate the patient circuit, with mean airway pressure being lower than specified. There was no patient involvement.